Event description:
"It was reported that the device used for demonstration during site visit was observed with a sticky module release latch, corroded iuis on male iui, fibers on female iui, resistance to the pump door, and the pivot latch not recessed. The device was tagged for biomed evaluation following the demos. There was no patient involvement. It was later noted that a clinician noticed resistance when closing the pump door when they were demonstrating IV set loading using the same demo device again. "

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an corroded iui and other issues (sn 12899894-demo device) was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
"It was reported that the device used for demonstration during site visit was observed with a sticky module release latch, corroded iuis on male iui, fibers on female iui, resistance to the pump door, and the pivot latch not recessed. The device was tagged for biomed evaluation following the demos. There was no patient involvement. It was later noted that a clinician noticed resistance when closing the pump door when they were demonstrating IV set loading using the same demo device again. "